Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer extend instrument for evaluation. The customer has indicated that the instrument will not be returned to isi. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted for additional information received. A review of the instrument log for the product associated with this event shows that the vessel sealer extend instrument, part# 480422 lot# l92200310-0107, was last used on (B)(6) 2020 during a sigmoid colectomy on system# (B)(4). The instrument had 0 lives remaining. There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The customer proceeded to complete the procedure without the use of a backup vessel sealer extend. A review of the site's complaint history does not show any additional complaints related to this product this complaint is being reported due to the following conclusion: during a davinci-assisted surgical procedure, a fragment from the tip of the vessel sealer extend instrument fell inside the patient, and was retrieved. While there was no report of any patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur. Additionally, if the reported malfunction were to recur, it could cause or contribute to an adverse event. A follow-up MDR will be submitted if the instrument is returned or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy the vessel sealer extend broke inside the patient. All fragments were retrieved. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse to request additional information related to the event. The operating room nurse confirmed that the part number and lot number for the instrument were not available. There was no collision that occurred with the instrument. There was no video recording available. The customer is holding on to the instrument and will not be returning it. The instrument was inspected prior to use and performed as intended up until the reported breakage. The surgeon did not notice the fragment falling until later in the procedure and determined that the plastic piece came off the tip of the vessel sealer extend. The fragment was retrieved and the customer continued with the case. There was no patient harm and the procedure was completed successfully.